Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that one day it would work and the next day it did not work. Patient stated that it was taking a long time to go through the screen to get to the next step. Agent walked the patient through clearing the data in the myptm app. Patient was able to successfully connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that they would be having her pump filled in april. They received 4 boluses/day.